Event description:
User alleges during treatment the di-50 ruptured at the scam. User stated "initially this occurred in march, the product and complaint was not sent to us due to the product being contaminated".